Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis, which confirmed a balloon rupture in the distal shoulder of the balloon. A query of the complaint handling database for the reported lot revealed one additional device reported for balloon rupture; however, the device was discarded, so type of rupture was unable to be confirmed. No adverse trend was noted during the lot history review and all evidence indicates that the related finished good and subassembly lots were built according to manufacturing specifications. Based on the related records review for this lot and expanded records review, there is no indication of a product deficiency. The performance of these devices will continue to be monitored. Based on the related records review for this lot and expanded records review, there is no indication that the larger population of product is affected, as this appears to be an isolated incident. The performance of these devices will continue to be monitored. It should be noted that the xience xpedition, everolimus eluting coronary stent systems instructions for use (IFU) states: the xience xpedition stent system is indicated for improving coronary artery luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions. It is unknown if the IFU deviation contributed to the reported difficulties.

Event description:
It was reported that the procedure was to treat restenosis located in the right coronary artery in a patient experiencing an inferior myocardial infarction. After predilatation of the lesion was performed, the 3.0x23 mm xience xpedition stent delivery system (sds) was advanced to the lesion, without resistance, and the balloon was inflated; however, the balloon ruptured at 16 atmospheres during deployment of the stent. The stent was observed to be fully deployed and the sds was able to be retracted without issue, leaving nothing in the patient. The procedure was successfully completed. No adverse patient effects were reported and the patient was asymptomatic and discharged in 2 days. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.